Event description:
The contact stated the customer's meter gave a reading of 26.5 mmol/l. The units of measure were explained to the contact. The customer mistook a reading of 30.6 mmol/l for 306 mg/dl, but no adverse events were alleged. The contact was able to reset the meter to mg/dl and no product will be returned.